Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was explanted approximately 7 weeks after implantation due to the lens position was causing increased intraocular pressure (iop). Additional information was requested.